Event description:
It was reported that the patient had diaphragmatic stimulation. It was also reported that the device was impossible to interrogate due to a possible bit flip after a long ablation procedure. The physician decided to explant the device instead of a manual guided restore. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.